Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of the failure to be damaged u6 ic chip solder joints from pins 43-52. The solder joints mechanical stress intermittently resulted in the failure.

Event description:
It was reported that the device service light was illuminated and it logged an event code in the memory. Physio-control elevated the device and verified the reported issue. Further investigation of the reported issue via removed assembly analysis at physio's failure analysis center identified a critical failure. When the event code was logged, the device disarmed a defibrillator charge. There was no pt use associated with the event.